Manufacturer narrative:
Kci labeling, available in print and on-line states: accurately record the number of foam pieces used in the patient's chart and on a readily visualized place on the drape. When dressing is removed, count the number of foam pieces removed, correlate the count with the number of pieces previously placed in the wound and verify the complete removal of all the v.a.c. Foam dressing pieces.

Event description:
On 07 jun 2010, a kci representative reported that a potential retained foam in a back wound. On 09 jun 2010, the nurse reported that on (B)(6) 2009, the patient was placed on activ.a.c. Therapy. There was no documentation of how many pieces of granufoam were placed in the wound. There were several activ.a.c. Therapy dressing changes done. In (B)(6) 2010, the wound was not healing, patient continued to run a low grade fever, and pain. The wound had decreased a lot in length and width but was still draining and had depth. In (B)(6) 2010, the patient was sent for an infectious disease consult who suggested the wound be surgically explored. On (B)(6) 2010, per the operative report, the wound was explored and granufoam was found from a tract that was leading down to dorsal lumbar fascia, the physician irrigated and debrided. The surgeon placed granufoam and v.a.c. Therapy continued. As of the report, the patient continued in the hospital and continued on v.a.c. Therapy without further reports of complications.